Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It has been reported that there was no trace from the catheter. A replacement catheter was available and functioned properly. No pt injury or procedure delay was reported.